Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument presented movement failure. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue was confirmed to involve the inability to move the instrument at all (i.e., static instrument). The instrument did not move freely with uncontrolled motion and the issue did not involve movements of the surgeon that did not scale appropriately to the instrument. Additionally, the observed movement was not greater or lesser than intended. The instrument did not move in the intended direction, however, it was not possible to observe the intended direction of movement. There was no inappropriate timing of instrument movement. The procedure was completed robotically with a back up instrument of the same kind.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.